Event description:
Reportedly, during a pacemaker implantation a connection issue occurred: at a first attempt, no click sound of the screwdriver was heard when screwing the atrial lead but the lead was tightened. After 2-3 times screwing/unscrewing, a click sound was finally heard. However, the pacemaker involved in this MDR report was finally not implanted and returned for analysis because observation met at the first attempt to screw. Another pacemaker was implanted successfully.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the electrical characteristics of the returned device were within specifications. The inspection of the connector header revealed no excess of glue under the silicone cover and around the terminal blocks. The atrial and ventricular setscrews were completely unscrewed. A hole at the atrial slot level and a silicone particle was found in the atrial setscrew head. The upper part of the head of the atrial distal setscrew was damaged and metallic particles found under the corresponding silicone cover. These damages confirm difficulties were met during the screwing/unscrewing operations. One possible hypothesis to explain why no clicking sound was made during the first attempt to tighten the atrial lead is that the atrial setscrew was unscrewed and the screwdriver was pulled out. When the screwdriver was reintroduced, the silicone cover was punched because the upper part of the setscrew was just below the silicone cover then a silicone particle fell in the head. Consequently, the screwdriver could not be completely inserted in the setscrew head (because of the presence of silicone particle), difficulties were met to completely screw but the lead was finally tightened. Finally, further attempts were successful. However, it is not possible to determine whether these damages resulted from screwing operations at the beginning of the implantation procedure or when disconnecting the device, i.e. Whether there is a link between these damages and the reported event.